Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged of having difficulty breathing/short of breath and device is currently not working well. There was no report of serious injury or harm. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged of having difficulty breathing/short of breath and device is currently not working well. There was no report of serious injury or harm. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. After the first attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated.